Event description:
The customer reported smoke coming from the printer area while working with a patient.

Manufacturer narrative:
The customer reported smoke coming from the printer area while working with a patient. Since the user would be disinclined to use the defibrillator due to the observed smoke regardless of functionality, we will consider this a reportable malfunction of the printer. The unit was evaluated and repaired at philips. The failure was caused by the printer which was replaced.